Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the level sensor failed level sense thick-wall test. The fsr reseated sensor cable connector and now the system-1 alarms "alert sensor not attached". Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) replaced the level sensor with a temporary spare and level sensing is now functional. The unit operated to manufacturer specifications and was returned to clinical use. The fsr is ordering a replacement sensor and returning the defective sensor to the manufacturer for further eval.